Event description:
It was reported that approximately three years and seven months post placement, the catheter allegedly broke and migrated to the superior vena cava. Reportedly, ablation was performed twice and the port and catheter were removed. Current patient status is unknown.

Manufacturer narrative:
Manufacturing review: a DHR review is not available because the corporate lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged broken/migrated catheter as no objective evidence has been provided to confirm any alleged deficiency with the catheter. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include pinch off, flexural fatigue, and catheter occlusion; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that approximately three years and seven months post placement, the catheter allegedly broke and migrated to the superior vena cava. Reportedly, ablation was performed twice and the port and catheter were removed. Current patient status is unknown.

Manufacturer narrative:
Manufacturing review: a DHR review is not available because the corporate lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged broken/migrated catheter as no objective evidence has been provided to confirm any alleged deficiency with the catheter. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include pinch off, flexural fatigue, and catheter occlusion; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that approximately three years and seven months post placement, the catheter allegedly broke and migrated to the superior vena cava. Reportedly, ablation was performed twice and the port and catheter were removed. Current patient status is unknown.